Event description:
It was reported by service report that the bed was missing the footboard display, and the footboard scale module was missing, so scale and bed exit functions were not available. It was further reported that the footboard connector housing was cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard display, footboard connector housing, missing scale module.